Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during use, the needle was not sharp enough to pull out the catheter properly.

Manufacturer narrative:
The reported failure could not be evaluated because functional testing was not possible and the device had met relevant specifications. Received (5) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), silicone round drains with trocar needle (072221 and batch number ngjw3604). Visual inspection of the sample noted that the one-trocar point tip, and all edges were evaluated, and no burrs, nicks, distortion or dullness observed. The trocars appeared to be sharp. The investigation is inconclusive since only representative samples were returned for evaluation. This meets the specification "trocar point tip and all edges: shall be sharp, free of burrs, nicks and distortion, bent points are not allowed." Per (B)(4). A labeling review was not performed because labelling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the needle was not sharp enough to pull out the catheter properly.